Event description:
It was reported by service report that the connector for the bed was broken out. No pt involvement. No injury reported.

Manufacturer narrative:
(B)(4) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k082590

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 1220pm. It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. Less than 5 minutes before the start of the alleged issue, the patient claimed she felt symptoms of "shaky and hard to concentrate." The patient denied receiving medical treatment. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged "ER 5" message remained unresolved.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.